Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the first valve was fully recaptured and withdrawn from the patient prior to implanting the larger valve. The deployment starting point was at the bottom of the pigtail catheter. Prior to the valve descending into the left ventricular outflow tract (lvot), the implant depth was at approximately 3-4 millimeter (mm) on the non-coronary cusp (ncc) and left coronary cusp (lcc).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d: information references: the main component of the system. Other relevant device(s) are: product ID: evolutfx-29, serial/lot #: (B)(6), ubd: 29-oct-2025, UDI#: (B)(4). Other medical products in use during the event include: product ID l-evolutfx-2329; product type: 0195-heart valves; lot number: 0012024665, product ID: 24 mm balloon aortic valvuloplasty (bav) balloon; z-med; product ID: safari s guidewire; guidewire; boston scientific. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, left subclavian access was used due to heavily calcified iliofemoral arteries. A pre-implant balloon aortic valvuloplasty (bav) was performed with a 24 mm non-medtronic (zmed) balloon. It was reported that the site performs their own readings and had received poor quality computed tomography (CT) imaging from another site, which resulted in a variation of aortic annulus perimeter measurements ranging from 78-82.6 mm. A 29 mm valve was selected. Seven attempts were made to deploy the valve up to 80% due to the valve not implanting co-axially and positioned much deeper on the left coronary cusp (lcc) than the non-coronary cusp (ncc). On the seventh deployment attempt, the valve landed at a reasonable depth by using forward pressure on the non-medtronic guidewire (safari s). However, when preparing to release the valve at 80% deployment, the guidewire was pulled back and the valve descended into the left ventricular outflow tract (lvot). It was decided to prepare a larger 34 mm valve. The 34 mm valve was successfully implanted over a non-medtronic (lunderquist) double curved guidewire without any further complications. Due to alternative access, implanters were trying to avoid introducing a second system by recapturing more than three times. Alternative access, angle of the annulus and poor quality CT imaging were reported to be factors for the pathway of the case. No adverse patient effects were reported.